Event description:
This lead was implanted on (B)(6) 2011 and is being used as off label with this device as it is the 2nd IV lead implanted. The procedure took place at lankenau hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).